Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: type of investigation, investigation findings, investigation conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for degeneration was confirmed based on provided medical records. Per the medical record, the patient had history of hypertension and chronic inflammatory conditions. The pre-existing comorbidities are well-known factors that may increase the risk of valve stenosis. As such, available information suggests that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, approximately 3 years and 9 months after a transfemoral tavr procedure with a 23 mm sapien 3 ultra valve, the valve exhibited stenosis and increased gradients. A valve in valve was performed using a non-edwards valve. Per medical records received for the patient, the patient presented with fatigue, dyspnea, dizziness, loss of energy, and chest pain. The valve was failing due to severe aortic stenosis. The patient was treated with xarelto. However, follow up echocardiogram showed stenosis with an aortic valve area of 0.7 cm2 and increased mean gradient from 10mmhg at implant to now 40 mmhg. Per the medical records, the patient now has "bioprosthetic valve deterioration with aortic stenosis". Additional details regarding the s3u leaflet characteristics or function was not provided on the records.